Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received the following mobile/aviva nano results within 10 minutes: mobile system: 160 mg/dl aviva nano system: 81 mg/dl mobile system: 87 mg/dl aviva nano system: 48 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.